Manufacturer narrative:
Product evaluation: the product was returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that he inserted about ten intraocular lenses into patent's eyes six to seven years ago, and all of the iol's developed glistening between six months to one year after insertion. The lenses remain implanted.